Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced an unknown sensor issue which occurred the day the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was hiking and received an alert that her sensor session had ended. The patient attempted to put on her last sensor, and she stated that ¿it didn¿t work.¿ the patient stated she could not remember the exact error message provided on the sensor, as the event occurred approximately 5- 6 days ago from the day she reported the issue as her head was ¿foggy¿. The patient drove 7 hours from the area she was hiking back home, and then the patient reported she was admitted to the ICU (intensive care unit) with diabetic ketoacidosis. Her bg (blood glucose) meter reading was ¿seven something like that.¿ when asked further details about the event, the patient stated she was ¿almost comatose¿ and it was life threatening, therefore, she is unable to recall most of the event details including medication/treatment provided to her, etc. The patient was discharged home the day of report, which means she was hospitalized for 5 days. The patient was ¿feeling better¿ and fine at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024.